Event description:
It was reported that the customer had an insulin reaction two months ago and the paramedics had to revive pt, but pt was not hospitalized. Customer discovered that their nighttime basal rates were set too high.